Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii meter. The result at 6:09 a.m. Was 44 mg/dl. The result at 6:13 a.m. Was 97 mg/dl. The result of 97 mg/dl was believed to be correct.

Manufacturer narrative:
The inform ii meter serial number was (B)(6) . Qc was performed on the meter at 5:54 a.m. With passing results. After the questionable results were received, the customer ran qc on the meter and level 1 qc failed. The customer stopped using this meter and began to use a different inform meter and had no issues. Additional qc tests and linearity testing were performed on meter serial number (B)(6) and all results were acceptable. It was noted that the meter was stained with qc solution in the strip guide and down the front of the meter near the scanner window. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter and test strips were requested for investigation. The test strips were received for investigation. The investigation is ongoing.

Manufacturer narrative:
The test strips were returned for investigation. Testing was performed using glycolyzed blood with the returned strips. All testing produced acceptable results and no strip defects were observed. The investigation did not identify a product problem. The cause of the event could not be determined.